Event description:
It was reported that the patient's generator was disabled for patient comfort and not to preclude a serious injury. No further relevant information has been received to date.

Event description:
It was reported that the patient was experiencing pain and caused the patient to vomit. Consequently, the device was turned off and it was noted that the patient felt better immediately. Information was received that the system diagnostics for the patient's vns generator were within normal limits. No other relevant information was received.